Event description:
It was reported that the patient stayed in bed at night after the prostatic hyperplasia, and the foley catheter slipped off. The nurse noted that the urinary catheter balloon was found to be ruptured. A new catheter was replaced and re-inserted.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the (foley catheter) product ifus were found to be adequate based on past reviews.